Event description:
The injector flow rate was set for 1.8ml/sec and the injection site was the left antecubital vein. The syringe was loaded with 100ml of contrast. After injecting 30ml, the technician observed swelling under the "eda" patch and stopped the injector. An extravasation (estimated to be the entire 30cc's of contrast) was confirmed by feeling the injection site. A new line was started and the procedure was completed without further incident. The extravasation was treated with warm then cold compresses. The pt was found to be doing fine during a follow-up visit the following day.